Manufacturer narrative:
9615332-2018-00172 is associated with argus case (B)(4), biotene oral rinse (unspecified variant).

Event description:
I ended up in the hospital with a severe potassium deficiency [potassium deficiency]. Case description: this case was reported by a consumer via interactive digital media and described the occurrence of potassium deficiency in a patient who received glycerin (biotene oral rinse (unspecified variant)) mouth wash (batch number unk, expiry date unknown) for dry mouth. On an unknown date, the patient started biotene oral rinse (unspecified variant). On an unknown date, an unknown time after starting biotene oral rinse (unspecified variant), the patient experienced potassium deficiency (serious criteria hospitalization and gsk medically significant). Biotene oral rinse (unspecified variant) was discontinued (dechallenge was unknown). On an unknown date, the outcome of the potassium deficiency was unknown. The reporter considered the potassium deficiency to be related to biotene oral rinse (unspecified variant). This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details, adverse event information was received on (B)(6) 2018 via facebook. Consume posted that "I used this for over 3 weeks when my mouth was so dry. It worked temporarily, but I ended up in the hospital with a severe potassium deficiency. Please everyone try to find the cause of your dry mouth before masking it".